Event description:
Provider called in stating that the previous two sensors have failed and the patient is completely out. Advised that the manufacture can replace those but the provider said the patient needs it as soon as possible. (B)(6) on (B)(6) 2026 reported by hcp office. Hcp office did not consent to follow up. No further information/clarification available. (B)(4). Pt code: 4582. Device code: 2588. Ref report: mw5181919.